Event description:
The customer states that the cell-dyn 3200 sl analyzer generated results that were discrepant with the results obtained using another analyzer (cell-dyn 1700). Cell-dyn 3200 results: hgb = 12.6 g/dl, hct = 26.5%, rabc = 3.32 m/ul. Cell-dyn 1700 results: hgb = 13.6 g/dl, hct = 39.2%, rbc = 4.77 m/ul. Results were not reported out of the lab with no impact to pt management reported due to this issue.

Manufacturer narrative:
Other codes: calibration/adjustment of hgb flow cell: hgb calibration in open and closed mode to correct issue; customer training/interaction on x-b hgb moving averages. Hgb flow cell. Investigation summary: in 2008, the customer reported h/h mismatch (hgb: hct ratio) [hct is a calculated parameter (mcv x rbc 10)]. The instrument in use was a cell-dyn 3200 sl analyzer. The rbc/plt were usually low. Results comparing the cd3200 to a cd1700 showed a discrepancy. The customer reported that the shear valve had been cleaned several days ago. Syringes were clean and dry with no bubbles. The rbc/plt mixing chamber was not dirty. The customer technical advocate (cta) suggested exercising solenoid 54; message/reseat tubing. The customer said the valve seemed normal. The cta suggested cleaning the shear valve and optical flow cell. The customer reported in the next day that the h/h mismatches still occurring: the cta requested a precision be performed. The customer declined, requesting a field service visit. The field service rep found the hgb flow cell needed adjustment. Hgb calibration in open and closed mode was performed to resolve the issue. The fsr also recorded customer training/interaction regarding x-b moving averages for hgb. The cd3200 system operator's manual (06h60-01, rev m): troubleshooting imprecise or inaccurate date is discussed on pages 10-27 through 10-29. Page 10-29, provides a chart for trobleshooting imprecise or inaccurate data. Data issues may be caused by: improper sample mixing. Dirty syringe; leaking syringes; dirty shear valve; dirty/obstructed y valve; worn transfer tubing. Hgb flow cell cleaning is a non-scheduled maintenance activity when organic buildup is suspected of causing elevated hgb results or hgb imprecision. X-b analysis is discussed on pages 11-20 through 11-26. Table 11.1, on page 11-25, diagrams trobleshooting issues with rbc. Calibration is discussed in section 6; the changes to the flow cells may result in a need for calibration (6-28, 6-31, 6-40). Trending: a review of reports, for the period october 2007 through april 2008, did not indicate any adverse trend for cell-dyn 3200, list base 04h60-01 for this issue. Labeling: the event is addressed in the cell-dyn 3200 system operator's manual, 06h60-01, rev m section 6: calibration section 9: service and maintenance; nonscheduled maintenance frequency; table 9.1, 9-29 section 10: troubleshooting and diagnostics: troubleshooting imprecise or inaccurate date; 10-27 to 10-29 section 11: quality control; quality control guide; x-b analysis; 11-20 to 11-26. Conclusion: the device involved in the incident was evaluated. The instrument generated h/h mismatched results (hgb:hct ratio). Results were compared to a cd1700 analyzer and hgb, rbc and plt were recovering lower on the cd3200 analyzer. Calibration/adjustment hgb flow cell: hgb calibration in open and closed mode to correct issue; customer training/interaction on x-b hgb moving averages resolved the issue. This is the final report. End of report.